Manufacturer narrative:
(B)(4).

Event description:
Procedure: oesophagus resection. According to the reporter: at the cut of the stomach because of the oesophagus resection the magazine could not be opened anymore after firing. But the put-back-bar of the gia universal handle could be removed. A new instrument was used to finish the op. Surgery time was extended by more than 30 minutes.